Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-04448. Correction: this MDR is being submitted to correct the submitted model number and serial number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction soft cannula found kinked upon removal from infusion site. The batch 6006948 in question was manufactured at the reynosa site. Complaint investigation: visual test according to work instruction (wi) version 3 on reference samples, reference samples passed the test. Functional (flow test) test according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6006948 was manufactured according to the wi version 113 manufactured in the line 5, on 08/may/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 21/may/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 6006948 and no other complaints have been registered in database for the same lot number and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. It was reported that, the patient faced infusion set's kinked cannulas event on (B)(6) 2025. Event took place within 3 hours of insertion. Site of insertion was abdomen. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.